Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle and the usb cable end was loose. Reportedly, and alternate cable resolved the issue and customer was able to successfully charge the pump. Customer's blood glucose level was 236 mg/dl.